Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-jun-2018, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer had failed and was missing on medication application configuration. A field service engineer (fse) replaced the pyxibus module controller board and received a close drawer message when attempted to recover the failed drawer. The latch inseparable was replaced to address the close drawer message. The fse then reseated the row board cable connections and reseated all cubie trays and pockets and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and user tried to recover but unable to recover and had storage space failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.